Event description:
During cardiac surgery a pt had clips posed on a collateral venous graph, alleged to have been weck closure systems catalog number 002200, using horizon titanium clip appliers catalog number 237081. The clips dropped off three times during the procedure. The pt was taken to the post-operating room and six hours later pt was dead showing acute hemorrhage. No autopsy was performed.